Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's inner cannula that came with the trach would not come out. The customer indicated that there was no patient involvement.

Manufacturer narrative:
Additional information: evaluation summary: one sample of disposable cannula low pressure cuffed tracheostomy tube was received for evaluation, a visual inspection was performed and no flashes nor damage was observed in the outer cannula neither the inner cannula, a functional test was performed inner cannula was inserted into the outer cannula and no restriction were felt at the time of insertion nor at the time of extraction, a dimensional test was performed, the inner cannula was inserted in the fixture, and its dimension is within approval range, no failure mode was observed in the received sample. The device tested satisfactorily. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.